Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Double-bend was measured to be within specification.

Event description:
The patient presented in the hospital for an implant procedure for an implantable cardioverter defibrillator. During the procedure, the left ventricular lead was dislodged. The lead was explanted. The patient was in stable condition.